Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks / abrasions on the tube adapter. As a result of the abrasions, the white alignment line had been removed. There was no material missing. The complaint regarding the tip of the scissors appeared damaged, with a partially missing white line was confirmed by failure analysis. The probable root cause is attributed to damage during use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that single-port (sp) monopolar curved scissors (mcs) instrument tip was damaged, and a white line was found partially missing. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was delayed for less than 15 minutes. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.